Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the clinical service representative received a message from the surgeon that, during port placement, there were issues with insufflation. The surgeon had indicated that the insufflator flow rate repeatedly fluctuated between a high setting and zero, but that after all ports were placed the insufflation appeared to function normally. The surgeon believed there was a problem with the insufflator and requested that it be evaluated. The customer reported event has no report of patient injury.